Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. Failed battery test not confirmed. Moisture damage was found on the electronic assembly during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had smell of insulin. The customer stated that the insulin pump rejects new batteries and transmitter was not connect. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.